Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign object was identified inside the sterile packaging when setting up room.

Manufacturer narrative:
Alleged failure: foreign object identified inside the sterile packaging when setting up room. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate packaging and cleaning operations. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a foreign object was identified inside the sterile packaging when setting up room.